Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized for fluid overload. The cause for the fluid overload was unknown. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was noted that the patient was non-compliant with their treatment and would occasionally miss their scheduled treatments. It was unknown when the patient¿s last treatment was prior to their hospitalization. To the nurse¿s knowledge, the patient did not experience any increased intraperitoneal volume events leading up to their hospitalization. Symptoms associated with the patient¿s fluid overload were unknown. While hospitalized, the patient was provided regularly scheduled peritoneal dialysis therapy. After four days, the patient was discharged from the hospital and was reported to have recovered from the event. The patient has been able to continue with their treatment on the cycler without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. Based on the provided information, there is no documentation that shows a causal relationship between this adverse event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation of a fresenius product malfunction that could have caused or contributed to the event. There is currently a possible association between the patient's noncompliance with their peritoneal dialysis therapy and their subsequent hospitalization. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the fluid overload event remains. Should additional new information be made available this clinical investigation will be reevaluated.